Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the cardiosight reports are illegible, and/or have blank pages, and/or streaked and/or duplicate information. It was also noted that when the report was refaxed, there was no error. The issue was escalated and the fax confirmations and data were confirmed. There were no reported patient complications as a result of this event.